Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had been turning off even after changing the battery and that the batteries were lasting less than normal. The alarm history showed that she had the low battery alarm before the off no power and also failed battery test. The insulin pump alarmed motor error and button error. The customer was able to rewind the insulin pump. Customer's blood glucose level was not reported. The device was not returned.